Manufacturer narrative:
This is an initial use of this system by the surgeon and he had difficulty with initial deployment, and as a result, damaged a device with excessive force contrary to MFR's instructions for use. In addition, it is the opinion of the surgeon that pt obesity and extremely large hernia defect contributed to the failure. It is common practice in such situations to more closely space the fixation elements and often to further support with an adequate number of transfascial sutures. The MFR reports that no similar complaints have been reported outside the us. Co was initially notified on 8/8/06. Co's communcation log indicated multiple attempts to contact surgeon with eventual confirmation of event on 8/30/06.